Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for investigation. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. The reported communication issue was not reproduced. The returned product functioned properly during the evaluation. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period.

Event description:
During the procedure, the generator was not able to recognize the adapter cable and the grounding pad and the procedure was cancelled. There were no adverse consequence to the patient.